Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting with the customer. And the test set up was evaluated. The customer corrected the test set up and the tidal volume was within specifications. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the tidal volume was low during installation check out. There was no patient involvement. The event date was not specified; estimate used.